Event description:
Had no oxygen delivery pressure during the ventilation of a patient prior to a CT scan procedure. The low input pressure and bsi alarm came on. Two paramedics and a respiratory therapist were present. The atv+ ventilator was exchanged with a second ventilator to resume ventilation.